Event description:
In 2000 the account reported a platelet count of 276,000/ul. The following day the pt's platelet count was 31,000/ul. The initial sample was repeated and was 51,000/ul. The account stated that treatment for a decreased platelet count was delayed due to initial result reported. No injury reported.